Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was a non-electrical miscellaneous finding on the tip electrode. It was noted that there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the lead was not positioned properly and had sensing difficulties. During retraction the helix would not retract. The lead was explanted. No patient complications have been reported as a result of this event.